Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. A system checkout was performed. The navigation system passed the system checkout. No parts have been received by medtronic for further evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that ¿no signal¿ was displayed on the system. The issue was resolved by rebooting the system several times. The system was then able to be used as normal. The procedure was completed with the continuous use of the navigation system. There was no delay, and there was no impact on patient outcome. It was noted that part replacement for the computer was requested.